Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿a full charge will last up to 7 days with normal use (5 days when using cgm). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was 257 (mg/dl). The customer reported their bg level begins to rise as the pump battery depletes. A bolus via the pump was delivered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted approximately 20% per day as expected. Reportedly, the customer uses the continuous glucose monitor. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.